Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, the patient's blood pressure dropped. Intracardiac ultrasound confirmed pericardial effusion. Pericardiocentesis was performed and approximately 1200 cc of fluid was removed. It was stated that the patient was stable and on warfarin (coumadin) but the bleeding did not stop so the patient was taken to the o.r. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient's blood pressure dropped. Intracardiac ultrasound confirmed pericardial effusion. Pericardiocentesis was performed and approximately 1200 cc of fluid was removed. It was stated that the patient was stable and on warfarin (coumadin) but the bleeding did not stop so the patient was taken to the or. Additional information was requested, but no response has been received.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01 serial# (B)(4); stockert model# m-5463-01, serial# (B)(4); coolflow pump model# m-5491-02, serial # (B)(4), (B)(4).